Manufacturer narrative:
Correction data: h6 - medical device problem code (a); reported as; 3189 - correct to; 2993. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Lens remains implanted. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiencyadditional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Correction data: b5 - reported as; a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop 30mmhg without pupil block and antle closure. Lens remains implanted. Cause of event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiencyadditional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Correct to: a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop 30mmhg without pupil block and angle closure. Lens remains implanted iop is at normal level and the problem is resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiencyadditional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Claim# (B)(4).